Event description:
It was reported that the patient presented for a scheduled procedure. The next day of the procedure, the right atrial leadless pacemaker (alp) was checked and there was no sensing the p waves and there was no capture at max output. The following day there was intermittent sensing and still no capture. The patient had some pauses over the weekend due to the device being unable to capture, but the patient did not have symptoms. The patient had a maze procedure and mitral valve replacement the week before. The (alp) was retrieved without incidence and a transvenous system was implanted successfully. The patient was in stable condition.